Event description:
It is reported that the patient is experiencing pain in their knee. The patient was implanted with a persona tibia and tm patella on (B)(6) 2015 and has not been revised as of this notification. Note that the persona tibia is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.